Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with a reported high blood glucose of 500 mg/dl for almost two hours after changing insulin and an infusion set, and the user declined troubleshooting and considered transition to subcutaneous insulin pen backup therapy while being advised to disconnect from the ilet if doing so. Symptoms included elevated blood glucose without reported loss of consciousness or need for medical intervention. Outcomes temporary elevated glucose, with subsequent improvement to 174 mg/dl and no professional medical care nor hospitalization. Investigation included customer service review and user education regarding ketone monitoring and a ketone action plan. Investigation of this case revealed no device alarms reported and no confirmed device malfunction based on available information. It was concluded that the event was consistent with hyperglycemia of unclear cause, with user-managed correction and education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.